Event description:
A peritoneal dialysis patient reported an m31 air detected in cassette. Patient was in drain 2 when the alarm began. This is the first time he received this type of alarm. The patient was unable to get past the alarm and tech assisted him in reset/reboot and cancelling treatment. However, when the patient removed the cassette, he stated there was fluid inside the cassette door. Patient is reverting to alternative method to complete treatment. There is no sample and the lot is unknown.